Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. The customer stated that the insulin pump was squirting out insulin during the manual prime process. They were trying to fill the reservoir and tubing when the error occurred. They were unable to exit the preparing to prime loop. Troubleshooting was performed. They were instructed to attach a new infusion set and reservoir. It was noted that the change of infusion set did not resolve the issue. It was noted that the customer had received a compromised force sensor system alarm on (B)(6) 2017. It was found that the drive support cap was sticking out. The customer¿s blood glucose level was unknown. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test due to compromised force sensor system alarm.